Event description:
It was reported that during a dialysis catheter placement procedure, the introducer sheath was allegedly difficult to insert and also not smooth. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one glidepath d/l catheter kit with several components were returned for sample evaluation. Visual, microscopic visual and functional evaluations were performed. The distal end of the vessel dilator was noted to be bent; the distal tip was noted to be deformed. Small cracks were observed on the t-handle of the peel-apart sheath. It was observed both valve and valve caps were detached from the t-handle. Dilator was attempted to loaded back to the peel-apart sheath was successful. Manufacturing review confirmed the "damaged vessel dilator tip" and dilator was disassembled from the sheath, and it was observed that the top caps were detached from the t-handle. It was noted that the valve was slightly raised but remained on the t-handle. The cause is unknown and risks of damage due to storage, transportation, handling. Therefore, the investigation is confirmed for the identified fracture, deformation and detachment issue. However, the investigation is inconclusive for the reported difficult to insert issue as the dilator was successful loaded back into sheath was noted in sample evaluations. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one glidepath d/l catheter kit with several components were returned for sample evaluation. Visual, microscopic visual and functional evaluations were performed. The distal end of the vessel dilator was noted to be bent; the distal tip was noted to be deformed. Small cracks were observed on the t-handle of the peel-apart sheath. It was observed both valve and valve caps were detached from the t-handle. Dilator was attempted to loaded back to the peel-apart sheath was successful. Manufacturing review was performed and confirmed the ¿the introducer sheath was allegedly difficult to insert and also not smooth¿. Introducer sheath is not separated, the distal tip dilator is damaged and deformed. A closer view showed that the top cap was detached from both sides and valve had not been divided and keep on dilatator and valve did not split correctly. Therefore, the investigation is confirmed for the identified fracture, deformation and detachment and insertion difficulty issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the introducer sheath was allegedly difficult to insert and also not smooth. There was no reported patient injury.